Event description:
It was reported, the camera head had air leakage from cable. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, flooding of imaging unit was noted. Since the device in question was manufactured more than 15 years ago, the device history record could not be verified. The root cause of the reported event cannot be identified. Olympus will continue to monitor field performance for this device.